Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an or procedure on labor and delivery, the cautery malfunctioned and electrical current conducted to provider's left hand where the provider sustained a burn injury to the left thumb (provider was holding the cautery with her right hand).